Event description:
It was reported that this right ventricular (rv) lead exhibited out of range shock impedance measurements greater than 200 ohms. Technical services recommended reprogramming options as well as defibrillation threshold (dft) testing. No adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited out of range shock impedance measurements greater than 200 ohms. Technical services recommended reprogramming options as well as defibrillation threshold (dft) testing. No adverse patient effects were reported. This rv lead remains in service. Additional information was received that the out-of-range shock impedance measurements were caused by tissue growth around the lead coil. No further actions were taken to resolve this issue other than reprogramming. No adverse patient effects were reported. This rv lead remains in service.